Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device infusion rates were out of range. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Information was received indicating that there was no patient involvement in this event, the event occurred during testing.